Event description:
"The pt underwent post fossa craniotomy and tumor resection. Bioglue was used in this first procedure. The pt was readmitted to the hosp several months later for wound infection and underwent irrigation and debridement. The or note from the second procedure describes purulent material around the bioglue present at the base of the incision. The pt was treated with vencomycin, ceftriaxone, nafcillin and keflex. The blood and wound cultures were positive for staph aureus." Per medwatch from hosp.

Manufacturer narrative:
MFR is attempting to obtain add'l info and the investigation is ongoing. Any add'l info will be included in a follow-up report.